Manufacturer narrative:
The pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: the battery compartment was cracked at the threads on the side. The battery cap was undamaged and able to fit. Moisture corrosion was found internally on the power pcb and to the keypad connector.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 29-dec-2017.